Event description:
New information received indicates that the right ventricular (rv) lead was capped and replaced on (B)(6)2021. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No inappropriate therapy was delivered. Programming changes were performed and the patient will continue to be monitored. The patient condition was stable.